Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. No button error alarms occurred. The device was tested with a test keypad and no frozen display was noted. It also had a scratched display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and display anomaly. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.